Manufacturer narrative:
Date rec'd by MFR: 01aug2019. The manufacturer¿s technical services could not confirm the reported issue. The customer realized a critical step was missed in the testing process which caused the test to fail. Correcting the test process resulted in the test passing. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported failing performance verification test (pvt) and spontaneous with timed backup (s/t) test. The device was not in use at the time of the reported event; therefore, there was no patient involvement.